Manufacturer narrative:
The information regarding this complaint was rec'd on (B)(6) 2011 which indicated that an MDR was required.

Event description:
It was reported by a customer on (B)(6) 2011 during the procedure, a display screen failure occurred. Per the customer, after manipulating the display screen, the procedure was able to be completed.